Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient who underwent primary breast augmentation with two 300cc mentor smooth round moderate plus profile saline breast prostheses, experienced, about one to two years ago in random months and now, discomfort on the left breast, dropping of the left breast, bilateral pain coming from the rib cage, and breasts feeling like they are separating and heading towards the armpit area, especially when laying down. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. In addition, the patient mentioned that both of their implants have the same serial numbers on both sides ((B)(4)), which is not possible since serial numbers are unique per device. A supplemental will be submitted once clarification is received. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On april 27, 2020, mentor received the following additional information: the patient stated that they initially reached out because of all the symptoms they were experiencing, but out of the blue, they now have subsided. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.